Event description:
On (B)(6) 2012, the patient claimed he awoke with a high blood glucose reading of over 500 mg/dl and had symptoms of nausea and vomiting after the arrow and ok button was no longer responsive. The patient was able to administer self treatment with 10 units of humalog via syringe on the morning of the alleged elevated reading. By 12:40 pm, his blood glucose was resolved to 132 mg/dl. Reportedly, the patient has been unable to utilize the animas insulin pump since (B)(6) 2012 after the pump was alarming. The patient took the battery out of the pump and could not confirm the verify screen when it was rebooted due to the keypad button issue. During troubleshooting, the patient verified there was no damaged to the keypad. There was moisture in the display after the patient went fishing. There was no evidence of product misuse. The keypad issue was not resolved with training. This complaint is being reported because the patient claimed he had blood glucose reading over 500 mg/dl after the patient was unable to use the subject pump to manage his diabetes due to the keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast button was unresponsive. The keypad was removed and no defect found. There was visible moisture found in the display. Evaluation revealed a discolored display screen, which has no effect on insulin delivery function. There were no audible sounds heard from the pump. The display, display flex, display flex connector, display circuits, pizio disc, and circuits were all corroded and moisture was present.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.